Manufacturer narrative:
After careful review of the chronology of these events and associated communications, we conclude that the root cause of this event is one of operator error, specifically the connection of parts (a smartkey connection) that were neither shipped with the equipment nor itemized on the packing list. Customer was never instructed to perform this action verbally or with any product labeling or instructions provided with the hardware. This error occurred due to the lack of in-service training of (B)(6) personnel during which the proper setup and operation of the new laser hardware is both described and demonstrated. It would have been readily apparent during this in-service that a smartkey connection is not required when using endoprobe handpieces with the newly purchased gl lasers. A satisfactory in-service presentation was subsequently performed by vh once (B)(6) waived their rep trax policy, with no subsequent complaints or service calls from (B)(6) pertaining to the smartkey misconnection issue. This in-service eliminated the root cause for this event. This is the first and only complaint of this nature received by iridex. The fact that iridex has sold this oclight gl laser model for many years and has many hundreds of similar lasers in current clinical use supports the conclusion that this combination of events that triggered this report is very rare, and thus has an extremely low likelihood for recurrence. The original form FDA 3500a report includes info that iridex either found to be erroneous or could not confirm. The brand name reported as an oculight glx was actually determined to be an oculight gl. Catalog #26124 and serial # (B)(4) as reported do not pertain to any oculight gl catalog or serial number and therefore, appear to be erroneous info. FDA 3500a report states that "during the procedure, the vendor was unavailable and unable to trouble shoot or identify the cause for the device performance failure in the new laser." This assertion appears to be incorrect, as (B)(4) was available by both phone and email and he properly used vendor (iridex) technical service resources to resolve this condition in timely manner. His inability to be present in person despite his best efforts (and prior awareness of this by (B)(6) personnel) was due solely to an (B)(6) policy that was not waived until a later date. We note that, contrary to the statement made by (B)(6) in their medwatch report, the user manual provided with the new laser equipment discusses proper smartkey use on its page 11. In conclusion, iridex has determined that the root cause resulting in this report was that of operator error, due to lack of in-service prior to clinical use of new medical equipment. An in-service was promptly performed, eliminating the root cause. No pt scheduled for treatment suffered any injury due to this event. Moreover, this occurrence was determined to be a unique event with very low likelihood for recurrence. We therefore consider this complaint to be closed.

Event description:
This is in response to (B)(4) dated september 16, 2015 that was submitted by (B)(6) describing events involving nonfunctionality of an iridex medical laser that occurred on (B)(6) 2015. Iridex first learned of this report upon receipt of a copy of it for dhhs by u.s mail on october 19, 2015. Iridex was performed a thorough investigation of events surrounding this report. We present our findings and conclusions in this document. We used emails and telephone records to create the following chronology of events in which we then analyzed to determine likely root cause, implement actions needed to eliminate the root cause for this event and report, and estimate the potential for similar events occurring in the future. On (B)(6) 2015 at approx 12:21 pm, (B)(6) scheduled an in-service training with iridex employee "(B)(4)" for two iridex oculight gl lasers that they purchased in (B)(6) 2015. This in-service was to take place at 1:00pm on (B)(6) 2015. Later that say day, (B)(6) 2015 approx 2:37pm, (B)(4) was asked by (B)(6) whether he had rep trax certification. He advised (B)(6) that he did not yet have rep trax credentials, his application submitted but not yet fully processed. (B)(6) shared their rep trax requirements including their "hard stop with no exceptions" to this policy with (B)(4), (B)(4) advised (B)(6) that he would investigate the possibility of expediting his rep trax documentation. He found that this was not possible and advised (B)(6) of this fact on august 17, 2015 at 10:12pm. (B)(6) proceeded to sue the new equipment the following day, (B)(6) 2015, without an in-service and without the knowledge of vh. (B)(6) installed a smartkey taken from an older index laser in their facility into the new equipment which generated an "eye safety filter fault" message on the new laser, preventing laser emission until this fault condition was resolved. (B)(4) was contacted by email at approx 2:33pm and asked to troubleshoot. He was not able to resolve the issue himself but called iridex technical services who determined that the root cause of this condition was the erroneous installation of the smartkey by the customer and resolved it by asking that it be removed. Proper laser function was immediately restored by 3:33pm, approx 1 hr after vh was initially contacted by (B)(6). Subsequently, on (B)(6) 2015, (B)(4) was able to schedule an in-service for the newly purchased equipment. This was performed on august 28, 2015 at 6:30am. This was performed before vh received rep trax credentials. (B)(6) was aware of this rep trax status but was able to waive their no exception policy on this date.